Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50 % stenosed target lesion was located in a mildly calcified percutaneous shunt. A 6.00mm x 2.0cm x 50cm otw peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm for 5 seconds upon second inflation. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.